Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed on a stored egm when the asymptomatic patient presented at the hospital for an unrelated event. Programming changes were made and further testing was recommended.